Manufacturer narrative:
The reported complaint was confirmed. There will be no servicing activities on the electronic patient gas system (epgs) since it has reached its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the gas flows to fluctuate all over during testing. After changing the flowmeter out with a lab use only flowmeter the gas flows stabilized. It was determined that the flow meter was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the user facility's biomedical technician, the hoses were checked and there were no gas leaks found.

Event description:
It was reported that the gas flow on the central control monitor (ccm) was fluctuating while the flow knob on the electronic patient gas system (epgs) was set to zero. Also, the oxygen (o2) sensor was unable to be calibrated. No other details regarding the nature of this event were provided.